Manufacturer narrative:
(B)(4). Batch # t5dg8w. Investigation summary: the analysis results showed that one gst45b cartridge reload was returned with the one piece sled detached and unfired, 3 double driver out of position, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from right proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge and the one piece sled is detached, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present. In addition that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: to clarify "loads missing sled within pan/tray of device.", was the one-piece sled on the reloads missing when the reloads were first opened? Yes. Did the one-piece sled fall out while preparing or using the reloads? Observed separate on the mayo stand. Were there any issues with the cartridge pans of the reloads? Not noted. Did any piece of the reloads fall in to the patient? Not noted.

Event description:
It was reported that the gst45b loads missing sled within pan/tray of device. It is unknown how the procedure was completed; no patient consequences were reported.